Event description:
It was reported that the patient received inappropriate shocks delivered on the right ventricular (rv) lead due to noise resulting in oversensing. Additionally, increased pacing impedance was observed. During the revision procedure rv lead damage was visually confirmed. The lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.